Manufacturer narrative:
(B)(4). Lens not returned. Evaluation: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions : based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation: method - medical review. Results: medical review - review of this file indicates that the icl exhibited a high vault in this patient which led to increased iop and narrowing of the angle. The icl was removed which resolved the problem. The root cause of excessive vaulting in this patient has been determined to be related to small anterior chamber depth (acd). Surgeons are warned not to perform this procedure in patients with an acd < 3.0mm and gonioscopic angles less than grade ii. There is an increased risk of this event if the icl is implanted in patients with a gonioscopic angle that is < grade iii and in patients with an acd <3.0mm. Staar recommends the icl to be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect outcome of the patient's vision. Conclusions: based on the complaint history, work order search and medical review, the root cause of the event has been determined to be due to the patient's anatomy/small anterior chamber. (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2011. The lens was explanted on (B)(6) 2011 due to excessive vaulting. Subsequently, the patient experienced elevated iop, narrowing of the angle, angle closure and shallowing of the anterior chamber. The icl was not exchanged for another lens. The reporter stated it was felt that the event was due to the patient's anatomy, patient had a small anterior chamber.